Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen developed a crack after a drop, and the user could only interact with a small portion of the top right of the screen, preventing slide-to-unlock despite a remote restart; the device component implicated was the touchscreen and the problem involved physical fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage to the touchscreen consistent with a fracture after impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.